Event description:
It was reported that the device was used during a laparoscopic roux en y gastric bypass. On the fourth firing during the creation of the pouch, the right side of the cartridge two rows did not form properly, some were "u-shaped" and others were completely unformed, which was on the gastric remnant side. The surgeon fired the device two more times, and then discovered the staple line was incomplete from the fourth firing. All other staple lines were inspected with no issues. The surgeon opened another device and completed the case. Or time was extended by about 1-1.5 hours. There was no adverse consequence to the patient at this time.

Manufacturer narrative:
Date sent: 11/19/2008: information anticipated, but unavailable at this time.